Event description:
The field engineer reported that the system displayed an ad channel (15) error message. This error will likely prevent the system from booting up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator driver board was replaced, a filament calibration was performed, and a calibration software reload was performed. The system was then found to be operating as intended.